Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 15mm/40cm .035 interlock 2d was selected for an embolization of the left pulmonary arteriovenous. A 5f non bsc angiographic catheter was also used. During preparation, the coil arms were checked before the procedure and was also flushed with saline. The guidewire was inserted at the y-valve without rotating it. During the procedure, it was noted that the coil became stuck in the catheter halfway after sending it into the lesion. Consequently, the physician withdrew the catheter together with the coil. During removal, it was noted that the coil protruded from the catheter's tip. The procedure was cancelled due to this event. No patient complications were reported and the patient's status post-procedure was stable.

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 15mm/40cm .035 interlock 2d was selected for an embolization of the left pulmonary arteriovenous. A 5f non bsc angiographic catheter was also used. During preparation, the coil arms were checked before the procedure and was also flushed with saline. The guidewire was inserted at the y-valve without rotating it. During the procedure, it was noted that the coil became stuck in the catheter halfway after sending it into the lesion. Consequently, the physician withdrew the catheter together with the coil. During removal, it was noted that the coil protruded from the catheter's tip. The procedure was cancelled due to this event. No patient complications were reported and the patient's status post-procedure was stable. The device was returned for analysis. Unit returned in a generic plastic bag and together with a non bsc catheter. A main coil was returned for this complaint; the introducer sheath and delivery wire were not returned. The main coil returned inside of a non-bsc catheter; the coil fiber bundles had blood on them. The main coil was found stretched. The main coil was stuck inside the catheter and it was necessary to cut the catheter in order to release the main coil. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached from the main coil and it was not returned. The main coil was stretched and kinked along it. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of zap tip and od of primary coil were performed and were within specifications. However, the no. Of proximal fiber bundles were lacking as there were only 17 noted upon analysis.